Event description:
A falsely elevated troponin I (ltni) result of 4.7 ng/ml was obtained. This result was not reported to the physician. The same specimen was retested and a ltni result of 0.01 ng/ml was obtained. This was a serial draw. Previous draw read 0.0 ng/ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ltni result. Analysis of instrument data did not identify an instrument failure. The suspected cause is sample integrity due to presence of fibrin in the sample.

Manufacturer narrative:
There is no product to return for evaluation. Sample integrity is the suspected cause due to presence of fibrin. Repeat testing on the same sample resulted in a lower result more consistent with previous sequential draw. The lower result was also consistent with test results from other cardiac markers. Dade behring dimension ctni instruction for use, specimen collection states: "specimens should be free of particulate matter. To prevent the appearance of fibrin in serum samples complete clot formation should take place before centrifugation. If clotting time is increased due to thrombolytic or anticoagulant therapy, the use of plasma specimens will allow for further sample processing and reduce the risk of particulate matter."